Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had reported series of beeping. The patient was checked and it was determined that this lead exhibited high pacing threshold and high pacing lead impedance measurement greater than 2,000 ohms. It was also noted that the patient had low r-wave measurements. Additional information was received and indicated that an x-ray was performed and did not show any lead issues and the associated device header looked good. However, the lead had the same impedance measurement when tested with pacing system analyzer (psa) and the device. A revision procedure was performed and the lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, several cuts in the insulation approximately 24.5 cm from terminal pin were noted and most likely due to removal of suture. Electrically, the lead was confirmed to be continuous. Laboratory testing was unable to reproduce the reported clinical observations.